Event description:
In 2007, this pt underwent endovascular repair of a thoracic aortic aneurysm using gore tag thoracic endoprosthesis. Post-procedurally, a distal and proximal type I endoleak, and a pseudoaneurysm were noted. The pseudoaneurysm was surgically repaired on the following month. In 2008, aneurysm rupture occurred, necessitating placement of add'l devices. Additionally, a right subclavian to left carotid artery bypass and subclavian artery bypass were performed. Both endoleaks were excluded. No further reports were reported.

Manufacturer narrative:
A review of the mfg paperwork is being conducted. Please note add'l devices implanted in this pt: tg4020/05473931, tg4010/03617702, tg3720/05235487, tg3710/03707641, tg3410/04965619 and tg4020/05521644.